Event description:
Information was received that the drain of a smiths medical level 1 hotline blood and fluid warmer was leaking. No adverse effects were reported.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection found the device to have a cracked enclosure by the drain tube, and a cracked tank cover. The device underwent temperature check and leak testing by subsequently being filled with water. As a result, a leak was noted to be coming from the drain tube. Leak was determined to be a result of a crack in the enclosure due to normal wear and tear. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.